Manufacturer narrative:
Investigation summary bd received one photo for investigation. The customer's photo displays the front of a shelf carton with all the required information present. Two retained shelf cartons underwent a visual inspection for missing label print and passed the test, confirming that the shelf cartons were properly labeled with the required information. Additionally, 30 retained samples were visually inspected for missing unit labels, and all samples passed the test as the labels were present on the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) shelf pack of bd vacutainer® eclipse¿ blood collection needle, there was no label on the packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) shelf pack of bd vacutainer® eclipse¿ blood collection needle, there was no label on the packaging. No adverse impact was reported regarding the patient or user.